Event description:
It was reported that after a peripheral revascularization procedure, arteriotomy closure was attempted of the common femoral artery using a starclose se device. Reportedly, after clip deployment, difficulty was encountered removing the device. After unlocking the thumb advancer via the two access ports, the thumb advancer was proximally retracted, which freed the device for removal. When the device was removed, bleeding continued and the starclose se device clip was observed deployed on the distal-end of the device. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances associated with this lot, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.